Event description:
The customer reported to olympus, that the suction valve was defective and clogged on the colonovideoscope. There were no reports of patient harm. The device was returned and evaluated; the air/water tube and air/water cylinder had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder was deformed and had no color; and the plastic distal end cover had a crack. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the additional information obtained, the customer didn¿t reprocess the device properly before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the whitish foreign material in the air/water cylinder and air/water channel could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without being reprocessed at the user facility beforehand. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.